Event description:
It was reported that boston scientific technical services (ts) found evidence of t-wave oversensing. Ts discussed programming options and recommended tests to measure signal amplitudes. Ts also noted an episode of pacemaker mediated tachycardia (pmt), but the episodes were not true pmt. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.